Manufacturer narrative:
Three opened probes with tip protectors (2 loose, 1 in a pouch) were received for the report. Sample 1 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. The probe engine was disassembled, and the components inspected. The o-rings, spacer and diaphragm are all intact. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations on the inner cutter. Sample 3 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and conforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations on the inner cutter. Retested actuation with probe driver and was found to be conforming. Needle holder and retainer were disassembled and visually inspected. There was no damage or flash to the o-ring or needle holder. Presence of silicone oil was observed on the o-ring. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probes had a cut and actuation failure. The exact cause of the cut and actuation failure cannot be determined from the evaluation performed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the cut and actuation failure could not be determined. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3. And h.11. Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).